Event description:
It was reported that the fenestrated bipolar forceps instrument had plastic insulation bur. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) has attempted to obtain additional information related to the reported event. However, as of the date of this report, no additional information has been provided.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have thermal damage on the bipolar yaw pulley. The bipolar yaw pulley exhibits localized melting damage at the base of the grip tips. As a result, the electrode was exposed. Electrical continuity was performed and passed. The instrument was put on an in-house machine and energy was delivered. No damage to the conductor wire was observed.